Manufacturer narrative:
A nanotite tm tapered certain® implant 3.25 x 15mm (nint3215) was returned for investigation, see attached images in the complaint. Visual evaluation of the as returned product identified wear markings due to usage but no evidence of any damage. The returned device was measured with a caliper (cal1322 cal due: sep 25, 2020) and verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 7 and was used for approximately 7 years and 11 months. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1051586). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1051586) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the interface w/zirconia final abutment with some movement. Implant at tooth site #7 was removed - planned new implant. Symptoms as a result of the event: none reported.